Event description:
The dr claims that after implanting the graft, the pt experienced a sudden onset of very severe pain in the abdomen/chest. The computerized tomography scan revealed some air between the graft and the surrounding true aortic wall. The pt was discharged and asymptomatic one day later. Note: the dr reported that intra-operative blood loss was about 1500ml and not related to the graft.